Event description:
This case was initially received via regulatory authority (B)(6) on 09-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and fatigue ("persistent and disabling general fatigue (still after removal of essure)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion disability), myalgia ("diffuse pain in muscle"), bone pain ("diffuse pain in skeleton"), disturbance in attention ("concentration disorder"), memory impairment ("memory disorder") and mood swings ("very unstable mood after removal of essure"). Essure was removed on (B)(6) 2017. At the time of the report, the fatigue and mood swings had not resolved and the fibromyalgia, myalgia, bone pain, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for bone pain, disturbance in attention, fatigue, fibromyalgia, medical device removal, memory impairment, mood swings and myalgia with essure. The reporter commented: over years, her health state worsened: diffuse pains (muscle and skeleton), concentration and memory disorder, persistent and disabling general fatigue. She was diagnosed with fibromyalgia in (B)(6) 2009. Since, she was in "medical wandering". Despite implant removal, she was not able to have her life return to normal as she was still very tired, with very unstable mood and she was not able to start again full-time working. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 10-oct-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 740 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.